Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the right ventricular lead exhibited high capture threshold. The patient presented in clinic on (B)(6) 2019. Threshold testing was done in both unipolar and bipolar configurations. Manual testing revealed variable threshold levels on repeated testing. Autocapture was left on. Patient reported a history of av node ablation. Remote transmission shows r waves which may have led to autocapture high output mode if there was fusion. Physician elected to continue monitoring the patient. No intervention was performed. The patient was stable.